Event description:
Reporter stated that approx 2 yrs ago her daughter and an unk mesh implanted due to severe incontinence. About 2 weeks after surgery the pt returned to her physician complaining of a terrible pain that felt as though the mesh was cutting her to pieces. Her physician informed her that he had no intention on taking it out and that she would have to live with it. Her daughter then went to multiple physicians all of whom would not remove it. Her daughter now suffers from pain, infection, and severe bleeding. She is dehydrated and cannot eat. She has ambulation difficulties and can barely stand for a few moments. Reporter is seeking legal counsel.